Manufacturer narrative:
Quality determination: since it was reported to (B)(4) by a certified field technician that an adverse event has happened while the machine was relocated, the MDR will be submitted to FDA. It was relocated by an uncertified individual. It was confirmed, however, that no one was injured and that no incident report was filed with the dentist office.

Event description:
On 2017-09-24: a third party technician called in about (B)(4) and stated that office had flooded but not in the room that the machine was in. So they moved the machine and moved it back. The machine makes a loud grinding noise when raising and lowering. There has been a report of sn (B)(4) pc-1000 falling on an office staff member twice. The first time was after the machine was moved out of and back into the room. The second time was after the third party technician serviced the machine and told the office manager, that "even though it is noisy and grinding it is safe to use the machine". The person reporting this situation was staff member (B)(4) and rdh (hygienist) and (B)(4), the office manager. The person that the machine allegedly fell on was staff member (B)(6). (B)(6) was not present at the time of the service visit. Called office to get more information regarding (B)(6) and whether or not their was an injury and could not get to any person due to the office being closed. On 2017-09-29: (B)(4) from (B)(4) confirmed no injury to any staff members during this relocation or after by uncertified technician. Confirmed that no one was hit by the machine or injured in any way and they did not file an internal incident report within (B)(4). Confirmation was made by (B)(4), sales manager, (B)(4) and (B)(4).